Manufacturer narrative:
Citation: suzuyama et al. Feasibility of self-expanding transcatheter aortic valve implantation without balloon aortic valvuloplasty. J transcatheter valve therapies. 2025; vol. 7, no. 1, p. 49-56. Doi: 10.33290/jtvt.oa.25-0005. Published: may 6, 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the feasibility of self-expanding transcatheter aortic valve implantation (tavi) without balloon v alvuloplasty. The study population included 358 patients. All patients were implanted with medtronic devices which included corevalve, evolut r, evolut pro, evolut pro+ or evolut fx bioprosthetic self-expanding transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate to severe paravalvular leakage; elevated mean pressure gradient of 15 mmhg; frame under-expansion; moderate to severe aortic regurgitation (ar); and cerebral infarction. No further information was provided pertaining to medtronic products.